Manufacturer narrative:
Concomitant products were added.

Manufacturer narrative:
(B)(4) currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the device had a delivery anomaly. The customer's blood glucose was ranging between 300 mg/dl to 400 mg/dl. The customer's blood glucose was 150 mg/dl at the time of incident. Customer stated they experienced excessive thirst as a symptom of their high blood glucose. The customer stated their blood glucose was high and has not declined. Troubleshooting revealed the customer forgot to fill the cannula dead space after removing the introducer needle. It was also reported the insulin pump was delivering boluses slower than expected. Customer also did not report any alarms and the insulin pump was not exposed to a high magnetic field. The customer's current blood glucose was 368 mg/dl. Customer will not be returning the device for analysis.